Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm at an unk date. Vessel morphology was reported as aortic neck dilatation. It was reported that the pt came in for a cardiac catheter procedure. It is unk what happened, but it was reported that the stent graft had migrated during the cardiac procedure and was in the aneurysm sac. The decision was made to explant the stent graft. The explanted stent graft was examined by the site and was found unremarkable. Request for the device has been attempted; however, the device has been retained by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Results - lack of information, the stent graft was not returned for evaluation; (migration). (Aortic neck dilatation). Conclusions (aortic neck dilatation).